Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the delivered o2 concentration fluctuated and the ventilator alarmed for high airway pressure. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was investigated on site and the nozzle units from the o2 gas module and the air gas module were replaced and returned for manufacture investigation. The reported o2 concentration high alarms were reproduced during test of the returned nozzle units mounted in a ventilator, no indications of higher pressure than expected. One nozzle unit was found to causing oscillating during test in the production test system for gas modules. The other nozzle unit and membrane were working as expected. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case there is no proof that the nozzle units were changed during a pm. The investigated nozzle units were approximately 1.5 years old. If oscillations happen during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Evaluation of the received device logs shows that the matching event on august 31 during the time period 06:40 to september 3 19:02 had several alarms for high o2 concentration and high airway pressure. The pre-use check was confirmed to be successful both before and after the event.

Event description:
Manufacturer ref. #: (B)(4).